Manufacturer narrative:
Concomitant medical products: 6947-62 lead, implanted: (B)(6) 2010, dtma2q1 crtd, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about six days after the upgrade procedure to a cardiac resynchronization therapy defibrillator (crt-d) system, the patient was experiencing diaphragmatic irritation. The physician was going to consult with cardiology. It was later reported that the lead was reprogrammed - which resolved the issue - and the lead remains in use. No further patient complications have been reported as a result of this event.